Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (charger - will not power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger power supply was damaged and was unable to power on charger.